Event description:
It was reported the device was used during a low anterior resection. It was used on pt with very thin tissue. When the stapler was initially fired, it appeared to have worked properly. However, when the circular stapler was inserted to perform the anastomosis, it appeared there were no staples left by the device. The case was completed using sutures. There was no pt consequence.